Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years and older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was a concentric lesion located in a severely tortuous and severly calcified right coronary artery. The artery was 32mm in length with a diameter of 8mm and has a significant lesion bend of >=90. After pre-dilation using an unspecified balloon catheter, a 3.50x32mm promus element was selected to treat the target lesion. During the procedure the physician advanced the device hardly but could not pass the target lesion. The physician withdrew the device and noted that the strut of the stent and the catheter shaft were damaged. The procedure was completed with another of the same device and no patient complications were reported. The patient was stable post procedure.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was a concentric lesion located in a severely tortuous and severly calcified right coronary artery. The artery was 32mm in length with a diameter of 8mm and has a significant lesion bend of >=90. After pre-dilation using an unspecified balloon catheter, a 3.50x32mm promus element ¿ was selected to treat the target lesion. During the procedure the physician advanced the device hardly but could not pass the target lesion. The physician withdrew the device and noted that the strut of the stent and the catheter shaft were damaged. The procedure was completed with another of the same device and no patient complications were reported. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Only the distal section of this catheter was returned for analysis. The catheter was broken at the midshaft, approximately 37 mm proximal to the guidewire exit port. The midshaft was severely damaged / flattened along a length of 18 mm. An examination of the crimped stent found that the stent was severely damaged. The proximal section of the stent had moved 11 mm distally and was bunched up towards the middle of the stent. The six most distal strut rows were still crimped on the balloon in the correct location. The tip was kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).